Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that an air embolism occurred. A pulse field ablation procedure was performed using a versacross connect access solution for faradrive, a faradrive steerable sheath, and a 31mm farawave catheter. The transeptal puncture was completed using the versacross connect, the faradrive steerable sheath was placed, and the farawave catheter was advanced. During the procedure the farawave catheter was removed and inserted twice. Ablation was completed on the left superior pulmonary vein and the pressure bag for the flush line of the faradrive steerable sheath ran out of fluid. The patient became hypotensive and an st segment elevation occurred on electrocardiogram leads v1 to v6. Intracardiac echocardiography confirmed the presence of air in the left atrium. Contrast injection showed the right coronary artery was clear of air and air was present in the left coronary artery. The air embolism resolved without aspiration. The procedure concluded and the patient was hospitalized beyond the standard of care.